Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the unit was currently dead. Additional information was received from the patient. It was reported that the battery depleted approximately on (B)(6) 2019 but it may not be exact. They stated they tried to charge two times and then called their va doctor and notified the manufacturer. They stated the ins was able to be recharged normally but it got so it would not hold a charge very long. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was not sure what the circumstances that led to the battery not holding a charge were. It was noted that the battery just kept getting weaker and the charge would not last. There was no change in activity. No further complications were reported/anticipated.